Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the customer pulled product for a case - when they opened the box the sterile seal had a hole in it. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 6/23/2022, d4: batch # 618a55. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no packaging was returned for analysis. The reported complaint could not be confirmed. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.